Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 495 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the needle mechanism complaint. Inspection of the formed needle tip found it to be squared-off. The inadequate formed needle is confirmed as the root cause of the reported swelling.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The patient blood glucose level reached 400 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the site was swelling.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.